Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was intermittently able to power on. The cause for the failure was isolated to extensive liquid contamination in the monitor. Contamination was found on the table board, connectors j101, j502, j1000, j1005, j1001, j1, j1002aa and j1003aa, capacitor c9, u901, lcd2000, and the sd card. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was unable to power up properly.